Manufacturer narrative:
(B)(4) date of event: publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: transanal minimal invasive surgery for rectal lesions: should the defect be closed? Author/s: d. Hahnloser, r. Cantero, g. Salgado, d. Dindo, d. Rega and p. Delrio. Citation: colorectal disease 2014 the association of coloproctology of great britain and ireland. 17, 397¿402 doi:10.1111/codi.12866. The aims of this study were to evaluate the safety, intra- and peri-operative complications and long-term function after transanal minimal invasive surgery (tamis) for rectal lesions in a multicenter setting and to analyse whether or not the rectal defect needs to be closed. This prospective study involves 75 consecutive patients (68% male; mean age: 67.3±14.9 years) who underwent tamis from december 2009 to july 2012. Energy devices used were ultracision (ethicon) in 63% of patients, ligasure in 32%, and monopolar cautery in 5%. The defect was closed in 40 of the 75 patients using single stitches or a running suture of vicryl 3-0 (ethicon) or v-lock 3-0. Reported complications included intra-operative bleeding (n-?) Which was successfully treated by coagulation and/or the application of flowseal, postoperative bleeding (n-?) In which 1 patient required tamponade with gauze, 2 patients were given blood transfusion (grade ii) and in 2 patients no special treatment was required (grade I), local infection (n-?) In which 1 patient was reoperated (tme, grade iiib) and five were treated with antibiotics (grade ii), occasional bleeding (n-?), intermittent diarrhoea (n-?), anal pain (n-?), and mild and infrequent soiling (n-?). In conclusion, transanal rectal resection for low-risk tumours can be safely and efficiently performed via a sils port using standard laparoscopic instruments.